Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient said she doesn't think she is getting therapeutic relief, but was still having some leakage which started back in 2018. Patient went to the urologist she thinks in (B)(6) 2019 and they did some settings and tweaked it a little bit. Patient started doing botox and other injections into the urethra in 2018. Last time she had the injections (B)(6) 2019 didn't seem like it helped. In (B)(6) or (B)(6) 2019 patient went to the doctor who suggested physical therapy. The rep was at the appointment too and tweaked the stim a little bit. Caller said, she was told the ins battery will need to be replaced or need to be removed so she needs to figure out if it is helping. Patient stated she has been going to physical therapy since (B)(6) 2020 to get electronic pelvic stimulation. Patient has had about six sessions and turns the stimulation off before the therapy. On (B)(6) 2020 she had a session and if felt like the device was still on. Patient said she checked the stimulator and it was off. Physical therapist told her one of the tests she does seemed like she was getting more charge coming than usual. Patient services reviewed the compatibility with electric pelvic stim and told her the manufacturer doesn¿t have testing and she should follow up with her clinician. No further complications were reported or are anticipated.